Event description:
It was reported the stimulation turns on and/or off. It was recommended to x-ray the lead and extension. It was also recommended to measure impedances when the pt feels stimulation (good tremor control) and when the pt assumes a position where he looses the effectiveness of tremor control to confirm intermittency. Add'l info was requested from the health care professional, however, the health care professional stated he was unaware of the event. Refer to manufacturer report #6000032-2008-04279.